Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: I have met with the customer and after discussing the situation in person, we have agreed that this is actually an error on the customers part. Basically he wasn't aware of the separate cut and staple lines on the device and wasn't positioning the stapler in the correct position when sealing the vessel. We have done some training and I will join him in theatres for his next few cases to provide more training and support. Patient was fine, they literally used hemo locks and sutures instead.

Event description:
It was reported an instance of staples deploying but not cutting all the way through. We've had three instances of the stapler firing staplers but not cutting all the way through. It then happened twice today (another right hemi-hepatectomy). Once again on the right hepatic vein and then when we were taking an intrahepatic vein. What is more concerning was on the first firing today, the staple line on the cava side didn't appear to show two rows of staples, and as we stitching it- it started to bleed a little bit. We didn't lose any significant amounts of blood.